Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable.